Manufacturer narrative:
Concomitant medical products: 31002901, tissue valve, implanted: (B)(6) 2020; fr99525, tissue valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an indwelling cyst at or near the implantable pulse generator (ipg) implant site, that created a communication to the ipg pocket and caused a pocket infection. The single chamber ipg system was explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.